Manufacturer narrative:
Literature article: steiner, d., horch, r., ludolph, I., schmitz, m., beier, j., and arkudas, a. ¿interdisciplinary treatment of breast cancer after mastectomy with autologous breast reconstruction using abdominal free flaps in a university teaching hospital¿a standardized and safe procedure". Frontiers in oncology (2020) volume 10, article 177 (1-9). Doi: 10.3389/fonc.2020.00177. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 193 patients underwent breast reconstruction surgery in which coupler devices were used for venous anastomosis. Post-operatively, three patients experienced venous congestion. The cause of the venous congestion was not reported. It was reported the patients required a flap revision surgery. At the time of this report, the patient outcomes were not reported. No additional information is available.